Manufacturer narrative:
(B)(4). This event was initially reported in 2009 under 2017865-2009-02183. The lead was returned for analysis. As received, a partial lead (distal end) was returned in one piece. Visual inspection of the lead found internal insulation abrasions breaching the rv cable lumen in two locations. One was in between the shock coils and the other was underneath the proximal end of the svc shock coil. The rv cables were abraded/separated in the location under the svc shock coil while in the other location the etfe cable coating was not abraded. Further analysis found multiple external insulation abrasions which is consistent with abrasion caused by friction to another device or feature of the heart proximal to the svc shock coil. One was breaching the re cable lumen while the others were breaching the rv cable lumen. The etfe cable coating of the re cables were not abraded while in the other locations the rv cables were not returned. All other damages were consistent with that occurring at the time of explant. Electrical testing did not find any indication of conductor fractures or internal shorts. (B)(4).

Event description:
During a prophylactic replacement procedure for the implantable cardioverter defibrillator, the riata lead was also explanted. The patient was stable.